Event description:
Boston scientific was notified that during an event the gdc 10-ultrasoft stretch resistant coil synerg detection circuit detached inside the transit microcatheter. No complications with the pt were reported during this event.